Event description:
The customer's family member stated that the reservoir leaked all the insulin. Troubleshooting was performed. The customer stated that the infusion set was changed. Bgs were treated. Instructed the customer to call for further assistance.